Event description:
On (B)(6) 2012: inhalational vaporizer (ge tec 6) stuck in warming cycle of boot-up initiation. MFR and distributor vendor notified upon discovery of medical device malfunction. Medical device used exclusively for the inhalation administration of baxter suprane (desflurane). Map dial locked on zero position. Pt and end-user harm averted by hospital staff, at this time.